Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
Revision surgery was performed on (B)(6) 2018, due to the dislocated bone flap. Two ff491t's and two ff490t's were used to secure the bone flap. Again, the bone flap dislocated at the same area where the bone flap was revised at the ff490t. It seemed the free bone flap went up and not sliding to the side. A CT scan was taken on (B)(6) 2018 that showed significant dislocation of the bone flap. A revision surgery was performed on (B)(6) 2018 and all four of the craniofix's were removed and were sent for investigation. All med watch submissions related to this patient are: 9610612-2018-00494. Components in use listed are: ff490t (2).